Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: gap in the adhesive area between server plug in and distal end as well as worn adhesive around objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the device analysis, the investigation indicates that a gap in the adhesive area between server plug in and distal end as well as worn adhesive around objective lens was found. There was no patient involvement.